Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the reported "autotfill failure alarms" issue. The fse attached balloon and checked operation with internal trigger and autofill completed without an errors. The fse attached trainer and checked functionality and the iabp completed autofills and functioned properly. The iabp was able to pass all the leak tests and the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during cleaning testing between patients performed by the customer, the cardiosave intra-aortic balloon pump (iabp) will not inflate the balloon and received autofill errors. There was no patient involvement, and there was no adverse event reported.